Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a discrepancy when issuing medication. A technical support specialist (tss) informed that a cycle count was required to correct the quantity on hand for the affected bin and that the discrepancy then needed to be resolved. The tss identified that the user had issued two items in the system but had physically removed only one item, which caused the quantity mismatch. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, discrepancy in quantity when issued a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.